Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report would be updated should further information be provided from the analysis. -- upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. Analysis determined the resets may have been due to a telemetry issue. The device communicated normally with a programmer in the laboratory setting and passed functional testing. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Because a telemetry error or other product performance issue was not replicated in the lab, we could not determine the root cause of the errors and subsequent reversion to safety mode. However, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) entered safety mode, and interrogation of the ICD noted the device had recorded the code 0x20 three times. This device remains implanted at this time. Technical services (ts) recommended device replacement. No adverse patient effects were reported. Additional information was received, this ICD was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) entered safety mode, and interrogation of the ICD noted the device had recorded the code 0x20 three times. This device remains implanted at this time. Technical services (ts) recommended device replacement. No adverse patient effects were reported. Additional information was received, this ICD was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) entered safety mode, and interrogation of the ICD noted the device had recorded the code 0x20 three times. This device remains implanted at this time. Technical services (ts) recommended device replacement. No adverse patient effects were reported.